Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that recharging was taking too long without the ins charge increasing past 50%. The patient reported that he would get 8 bars consistently and that he charged for over 2 hours until the ins recharger (insr) antenna became warm. The patient checked the insr every 5 minutes to confirm 8 bars but it would not advance beyond 50%. It was advised the patient meet with the rep to check the recharge stats on the insr. No symptoms were reported. No further complications were reported. Additional information was received from the representative (rep) regarding the patient. It was reported that rep met with the patient. The patient wanted to know the exact number of hours it will take to move from one quartile to another. Technical services reviewed charge length, coupling, etcetera: 8840 data: number: 2. Duration: .9hrs. Typical interval: 5.7. Typical coupling: six. 3-5: 2.0hr: 75%. 2-27: .9hr: 50%. 2-23: .1hr: 75%. 2-14: 0.0hr: 100%. Additional information was received from the representative (rep) regarding the patient. It was noted that if the rep continued to work with the patient technical services could pull recharger stats to show the patient the ending voltage for each session. Additional information was received from the representative (rep) regarding the patient. It was reported that no issues were discovered with the recharger or stimulator during troubleshooting with technical services. It was reported that the patient was not charging long enough to see any movement from one quartile to the next.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.